Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages, "check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed an ECG fall off test. The cause for the failure was isolated to open brown (-5v), orange (+5v), and blue (can l) wires in the cable connecting ECG "c" and ECG "d." The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" and "check therapy pad" messages.